Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted quickly. In addition, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer changed the wall adapter and was able to charge the pump. Customer's blood glucose level was 114 mg/dl.